Event description:
An error: "check pca syringe" was reported from the alaris brain. The biomed received a release from risk, replaced the male iui, and performed pm. All tests were passed with no errors; the device returned to service.